Event description:
The manufacturer rec'd information that a pt death occurred while a bipap vision was in use. The reporter of the event alleged the device may have malfunctioned and contributed to the incident. It was reported the device alarmed at the time of the event. The incident occurred on (B)(6) 2011, but the manufacturer was not made aware until (B)(6) 2011. The investigation has not been completed at this time by the manufacturer. A f/u report will be submitted when the manufacturer has completed the investigation.